Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released. A review of the imaging supplied by the healthcare facility indicates that the device has not lengthened since the device was shipped for implantation in 2012. Additional information is being requested. The investigation is ongoing. A supplemental report will be provided.

Event description:
(B)(6). The distributor reported that the patient's distal femur jts implant did not lengthen/extend during the (B)(6) 2016 lengthening procedure, and that the implant has not lengthened since the device was implanted in 2012. It was also reported that there is a history of two previous unsuccessful attempts to lengthen the device (2015 and (B)(6)2016).

Manufacturer narrative:
A siw engineer in attendance at the revision surgery tested the device as soon as it was explanted and confirmed the device as working. Subsequently, the health care facility stated that the competent authority had requested the device be supplied to them in an as explanted condition for review. Details of the competent authority review were requested but not received. The device was returned to siw in a disassembled condition with the lead screw and axle in one clear plastic bag and the jts device in another clear plastic bag. The exact cause of the event could not be determined as the condition/dimensions and properties of the returned device may have been compromised prior to returning to siw.

Event description:
The distributor reported that the patient's distal femur jts implant did not lengthen/extend during the (B)(6) 2016 lengthening procedure, and that the implant has not lengthened since the device was implanted in 2012. It was also reported that there is a history of two previous unsuccessful attempts to lengthen the device (2015 and (B)(6) 2016). This is supplemental report # 2 to 3004105610-2016-00066 (B)(4).

Manufacturer narrative:
The surgeon attempted to extend the implant in early (B)(6) 2016 but the prosthesis did not extend. The design engineer has recommended a full revision of the implant as there may be damage to the gearbox or the shaft. We are awaiting the outcome of the revision surgery in order to complete the investigation. A supplemental will be submitted on completion of the investigation.

Event description:
The distributor reported that the patient's distal femur jts implant did not lengthen/extend during the (B)(6) 2016 lengthening procedure, and that the implant has not lengthened since the device was implanted in 2012. It was also reported that there is a history of two previous unsuccessful attempts to lengthen the device (2015 and (B)(6) 2016). This is a supplemental report to 3004105610-2016-00066 ((B)(4)).